Manufacturer narrative:
(B)(4). The facility has communicated that the device is not available for investigation. A verification of failure mode reported in the current manufacturing process was conducted as follows: 20 samples were taken from the current production p/n 544230 hemolok ml clips 6/cart 84/box lot # 73d1900095, the samples were functionally inspected, and during the inspection issue reported broke while loading was not observed in the current manufacturing process. The device history review could not be conducted since the lot number provided is not a valid number. The customer complaint cannot be confirmed since the product sample is not available to perform a proper investigation and to determine the root cause. If the alleged defect samples become available at a later date, this complaint will be updated accordingly. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the clips broke when they were being loaded on the applier. Another applier was tried, and the same issue happened. The incident happened 3 times. An automatic applier was used instead.